Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report:1627487-2018-01368. It was reported the patient being thin and the anchors have become superficial causing discomfort at the implant site. Decision is pending from the doctor to either replace the anchors or implant the current anchors deeper.